Event description:
It was reported that (1) tlc55 was used during a colon resection procedure. It was reported by the rep that the colon was mobilized and prepared for resection in the usual fashion. The tlc55 was opened and placed across the proximal portion of the colon. When the surgeon fired (for the first time) the instrument "jammed". The firing knob would not progress. Since the firing sequence of the staples had not progressed to the specimen, it (tlc55) was simply removed from the bowel without the knob being returned to its original position. Another tlc55 was opened and the surgery was completed without pt consequence.